Event description:
Rptr uses a disetronic dtron pump. Infusion set was shipped that was blocked. Disetronic did not ask to examine the old set nor ask for a lot #. Rptr feels they would be responsible for determining cause as part of a quality control system. This is not an isolated problem. A month ago rptr had a battery which should last 30 to 45 days fail after one day. When rptr called to complain they sent them another battery and told them they had been having battery problems like that. The battery lot # was 018359 exp 7/03. If they have problems in the field rptr asks why are they not notifying users. A week later rptr had another battery problem. Several years ago they shipped rptr batteries that had expired before they were even using a pump. Changing therapy took 3 days to get batteries. It was a weekend and rptr was out of the country at the time, this is not acceptable to rptr.